Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to the t-wave oversensing via a change in the intrinsic morphology. The sensing vector was programmed to the secondary vector at the time of the shocks. The high energy shock impedances ranged from 114 to 120 ohms, which is high but within normal limits. Technical services reviewed the electrograms advised some options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient received two inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. Technical services advised some programming options. The device sensing vector has now been changed from secondary to primary. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. Technical services advised some programming options. The device sensing vector has now been changed from secondary to primary. There were no adverse patient effects. The system remains implanted.